Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient called to inquire about MRI compatibility. Patient services reviewed MRI compatibility with the patient and the patient stated they hadn't used their therapy for about a year because it had been turned off because in may of 2022 they had been in the hospital and they started getting a burning sensation at the ins site/in their hip/buttock area. Patient services asked the patient if the hospitalization was related to the manufacturer device/therapy and the patient stated they wouldn't rule it out and that they wanted to do an MRI of the patient's back because a cat scan wasn't giving them the information they needed so they would probably have to have the system removed. The patient stated that now they had been on medication for their symptoms for over a year and the medication seemed to do the job for them because they were no longer having a regular amount of problems (underlying symptoms) like they had before. The patient described their symptoms prior to getting the implant as a mix between having urinary retention and then also having periods of going to the bathroom a lot and that they went back and forth between the two. The patient stated the medication they were currently taking had reduced their symptoms by probably 50-70%. The patient could not remember who their managing health care provider (hcp) was and stated they thought that the hcp was no longer at the facility where the patient went. Patient services emailed the patient physician listings at the patient's request. The patient stated they were going to follow up with a new managing health care provider to discuss the next steps for their system. Patient services also wanted to note that patient services offered to the patient that they could transfer the patient to the team that handled their transcatheter valve for MRI compatibility information but the patient declined stating they would "take the batteries out and the leads" for their "neck are subcutaneous and those have to come out." Patient services reviewed with the patient to have their doctors call for more information but reviewed with the patient that an MRI scan of their back would not be something they could do with their ins system.